Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device expulsion ("migration of the essure device/ malposition of essure device location of device: myometrium") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 36-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical cancer. Concurrent conditions included uterine enlargement, cyst, thyroid disorder, perineal pain and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 4 months 31 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, vaginal discharge ("vaginal discharge"), groin pain ("inner thighs pain") and pain in extremity ("inner thighs pain"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms), surgery (pelvic surgery to try and alleviate the symptoms /salpingectomy) and surgery (pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, vaginal discharge and headache outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, menorrhagia, groin pain, migraine and pain in extremity had resolved. The reporter considered device expulsion, dysmenorrhoea, groin pain, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pain in extremity, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed placement of both essure. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs received - outcome was added as recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device expulsion ("migration of the essure device/ malposition of essure device location of device: myometrium") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 36-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement, cyst, thyroid disorder, perineal pain and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 4 months 31 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, vaginal discharge ("vaginal discharge"), groin pain ("inner thighs pain") and pain in extremity ("inner thighs pain"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms), surgery (pelvic surgery to try and alleviate the symptoms) and surgery (pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, vaginal discharge, groin pain, migraine, headache and pain in extremity outcome was unknown and the vaginal haemorrhage, dysmenorrhoea and menorrhagia had resolved. The reporter considered device expulsion, dysmenorrhoea, groin pain, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pain in extremity, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed placement of both essure. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, pain in extremity, groin pain were added. Reporter, patient demographic information, concomitant diseases, product stop date, lot number added. Previously reported event "device dislocation" updated to device expulsion incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device expulsion ("migration of the essure device/ malposition of essure device location of device: myometrium") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 36-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical cancer. Concurrent conditions included uterine enlargement, cyst, thyroid disorder, perineal pain and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 4 months 31 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, vaginal discharge ("vaginal discharge"), groin pain ("inner thighs pain") and pain in extremity ("inner thighs pain"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms /salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, vaginal discharge and headache outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, menorrhagia, groin pain, migraine and pain in extremity had resolved. The reporter considered device expulsion, dysmenorrhoea, groin pain, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pain in extremity, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed placement of both essure quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, migraine ("migraines") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms), surgery (pelvic surgery to try and alleviate the symptoms) and surgery (pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, device dislocation and migraine outcome was unknown. The reporter considered device dislocation, intra-abdominal haemorrhage, migraine, perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed placement of both essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.